Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to small amplitude signals that were oversensed. It was noted that the patient received the shock while brushing his teeth. The device was reprogrammed to primary configuration as signals were better during troubleshooting. No adverse patient effects were reported.